Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. While there is no evidence based on the available information, it is likely there were some underlying health conditions that could have predisposed the patient to this event. The patient's clinical condition post tamponade, the prolonged ICU course, and other comorbidities are all factors that contributed to the reported event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient developed tamponade within 8 days post implantation and a mediastinal exploration was conducted on (B)(6) 2015. The patient subsequently developed respiratory failure after a tracheostomy and peg placement. The patient had a reversal of the trach tube and peg on (B)(6) 2015 but was eventually intubated due to multiple respiratory infections on (B)(6) 2016 with a prolonged ICU course. The patient was eventually transferred back to the long term acute care facility and was decannulated in (B)(6) 2016. No additional information has been provided.